Event description:
Crimps in tubing that prevented tubing to properly infuse IV (intravenous) fluids - defect in manufacturing that sensor was unable to "read" the infusion. FDA safety report ID #(B)(4).